Manufacturer narrative:
Terumo has received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during prime, the venous reservoir outlet leaked. The customer was able to remove the plastic twist 1/4 reducer and replace it with tubing and a 3/8 x 1/4 connector. No pt involvement as this occurred during prime. Product was not changed out. Surgery was successfully completed.